Event description:
A warming system was in use and hanging on patient's bed rail and the staff smelled something burning. Smoke began rising from the device and then flames were noted to be coming from the device. The device was immediately unplugged and removed from the stretcher. The flames went out spontaneously and the extinguisher was not used.